Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/29/2016 with the following findings. Investigation revealed a battery compartment crack. In addition, the pump powered on to a call service alarm cs 069; the alarm was unable to be cleared upon pump reboot. The cs69 failure is defined as a language file corruption while retrieving the language text and is written as a cs087 failure in the black box. The error is resident to a flash chip u39. Unrelated to these issues, the bolus button cover was missing, making further testing of the bolus button impossible. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. Investigation revealed a battery compartment crack. In addition, the pump powered on to a call service alarm cs 069; the alarm was unable to be cleared upon pump reboot.